Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The heater wire was slightly flexed away at the center of the hot jaw. The wire remained in place at the base and tip of the jaws. There was no tissue or charred buildup visible on the jaws. The silicon insulation was peeled away at the tip of the cold jaw support. Based on the investigation and returned condition of the device the complaint was confirmed for the reported failure mode "bent wire" and both the analyzed failure mode "peeled jaws". Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed before use that the jaws had come apart on the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed before use that the jaws had come apart on the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.